Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Surgeon policy.

Event description:
Rep reported this event was communicated to him by the surgeon on (B)(6) 2017. Surgeon performed primary implant of a tibial nail on (B)(6) 2015 using 2 proximal and 1 distal screw. X-rays from a post-op visit on (B)(6) 2015 showed no problems. X-rays from another post-op visit on (B)(6) 2015 showed that the distal screw broke and revealed the presence of a tibial nonunion. Revision was performed on (B)(6) 2015. The rep reported that no further information can be provided due to surgeon policy.